Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in automatic mode switch episodes was noted in the atrial channel. The patient was asymptomatic. No intervention was performed and the patient would be monitored.